Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no history in the previous 12 months. Visual and functional testing were performed, and the customers¿ initial problem could not be confirmed, however, error code 44000 was replicated with a red screen and a pogo pin insulator. The root cause of the problem is due to a software download issue. The motor odometer had over 12 million rotations which required replacement.

Event description:
The customer returned the product for error code 45169 and alarming. Water/liquid (display lcd) defective, missing insulators pogo pin. During device evaluation, error code 44000 and a red screen was identified. There was no patient involvement.